Event description:
Reportedly, five home monitors were not functioning as expected. Although they successfully paired and properly initiated the boot process, the status lights turned off shortly afterward. The issue is suspected to be related to either a loss of data connection with the sim card or a transmitter malfunction. This topic has been discussed with the rms team.

Manufacturer narrative:
Analysis synthesis: upon reception of the home monitor (s/n (B)(6), the device was found in "out of order" mode, likely due to a large number of stored files awaiting download. Log review confirmed that, once tested, the device successfully connected to the back office, indicating proper functionality. The issue was therefore attributed to local network conditions. No malfunction of the home monitor was identified.

Event description:
Reportedly, five home monitors were not functioning as expected. Although they successfully paired and properly initiated the boot process, the status lights turned off shortly afterward. The issue is suspected to be related to either a loss of data connection with the sim card or a transmitter malfunction. This topic has been discussed with the rms team.